Event description:
A nurse reported that a system presented a blue screen and locked before a procedure. The system was exchanged and the surgery was started and completed. There was no patient harm.

Manufacturer narrative:
The company representative examined the system. The company representative then tested the system and updated the software, subsequently. The system then, met all product specifications. The root cause can be attributed to an operating software issue. (B)(4).